Manufacturer narrative:
Event problem and evaluation codes: method: (process evaluation): work order search. Results: (evaluation result): visual inspection of the returned product found one haptic torn. The lens was returned in liquid and there was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found. Conclusion: (unable to confirm complaint): based on the complaint history, visual inspection of the returned product and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer? No, lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -5.5 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to patient was under-corrected. The lens was exchanged for another same model but different diopter lens. The patient is now 20/20.

Manufacturer narrative:
Method: device history record review. Results: based on the results of the DHR review, the available information given within this complaint, product evaluation, work order search, a conclusion can be drawn that nothing in the manufacturing, sterilization and packaging processes of the lens is likely to have contributed to the complaint. The surgery facility reported that there was no problem with the lens. As reported on the medical review, since a different power lens was implanted as a replacement and the refractive error was corrected, it is very likely the user error (miscalculation) was the cause of the event. (B)(4).

Manufacturer narrative:
Per medical review - reportedly, icl (-5.5 d;12.6 mm) was explanted/exchanged, three weeks postoperatively, for a different power icl of to address patient residual refractive error ("undercorrection"). No reported problem with the lens position prior to the lens exchange. According to the report, by a doctor, dated on (B)(6) 2015, the replacement lens resolved the issue and uva was 20/20. Given the information that a different power lens was implanted as a replacement and the refractive error was corrected it is very likely that user error (miscalculation) was the cause of the event. Based on the complaint history, work order search, medical review and the evaluation of the returned product, the most likely root cause of the event was user error (miscalculation). (B)(4).